Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noisy signals oversensing while the patient was sleeping. The technical services (ts) recommended an in-office troubleshooting to determine the possible cause. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, troubleshooting was performed, and the field representative was not able to reproduce any non-physiological noise in any vector with any posture, movement or maneuver. The physician tapped and moved all sensing electrodes (a, b and can) while capturing all vectors and no noise has been observed. It was also asked the patient to perform several movements (twisting the body, moving both arms, leaning frontwards, pressing both hands against each other, pulling another person firmly, supine, prone, laying on the left and right side) and it was not observed oversensing either in primary or secondary vector. The alternate vector was not analyzed due to the low r wave amplitude. The technical services (ts) instructions for these cases, was to program the secondary vector as the permanent sensing configuration. The x rays revealed good lead integrity and connection. The patient claimed that several days before it had made much effort with the left arm using a big hammer. The clinic tried to reproduce that movement and there was still no noise. Additionally, the patient mentioned that sleeps with CPAP (continuous positive airway pressure) every night except the night of the shock and that made some apneas. The doctors still do not know for certain if this shock was an appropriate or inappropriate. The physician mentioned there was a correlation between apnea episodes and cardiac arrest. Due to the nature of the signal in the episode, the physician cannot exclude that the patient had a malignant heart rhythm. This s-ICD has been reprogrammed to the secondary vector and remains in service. No adverse patient effects were reported. Additional information was received which indicated that, troubleshooting was performed. This s-ICD remains in service. No adverse patient effects were reported.